Event description:
Boston scientific crm received information that this device was part of a system explant due to a patient infection. A boston scientific field representative reported the patient also had experienced device pocket erosion, possibly due to the infection. There was no report of adverse patient effects due to the explant procedure.

Manufacturer narrative:
Due to the nature of the issue, no analysis will be conducted if the device is returned. This report will be updated if additional information is received.

Manufacturer narrative:
The infection was successfully treated with antibiotics, and a replacement system was implanted with no adverse patient effects.

Event description:
--